Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life which lasted for less than 7 days, retainer ring was broken and insulin was not delivering. Customer also had a bad scarring on the stomach. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will not be returned for analysis.

Event description:
Device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring =black. ¿case type= ngp customer returned device for alleged no delivery/occlusion alarm & battery lasts less than expected & cosmetic damage located at the battery compartment on event date august 23, 2022. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.08730 inches. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thus. For history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery (au2022 05:44 pm) was found in the history files and this was expected. No no delivery alarms noted on event date in history files. Device was cut open to perform visual inspection and found¿ evidence of moisture damage¿on electrical board 2. Unit it passed the force sensor test with 22.5 mv. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube), fading serial label. No delivery/occlusion alarm not confirmed. Charge/battery lasts less than expected is not confirmed. Cosmetic damage is not confirmed. Unable to confirm scar tissue during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.